Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that when the patient synchronized with the detachable antenna the patient had a warning screen power on reset (por). It was further noted that the patient had not used their stimulation in a while and they were walked through how to reset it. So they could charge it up. The patient reportedly charged it up. It was noted that the patient first had an informational por and then it ended up being a warning screen por. The patient had reportedly not used their stimulation in over a year and a manufacturer representative met with them on the day prior to the report to assist in a physician mode recharge (pmr) and the patient being able to charge fully up again. It was later reported that the power on reset (por) was cleared and the patient was getting stimulation and doing well.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).